Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the IV line tubing got disconnected at the filter connection. The product problem occurred during an infusion (IV infusion of ampicillin 2000 mg q4h x 42 days PICC 1 lumen). The medication was being delivered via a multi-dose bag intravenously: over 1 hour, every four hours with a tkvo rate of 2 ml/hour continuously. The medication was being delivered under low pressure. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Pictures were received of the reported issue and it could be seen that in each picture, it was observed that the tubing was loose, however the filter port keep inside tubing, indicating that component filter is broke. A sample was visually inspected and the inlet filter port was found to be loose and it was inside the 72" tube. A review of manufacturing processes was conducted and it was verified that no situations or practices could create the event as described in the complaint description section. The most probable cause was that the filter was damaged after the product left the facility. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.